Manufacturer narrative:
The model and serial number of the device was provided. Review of duplicate records was performed, and a previous reported record was found. Due to this, this record is no longer reportable as it is a duplicate. Please refer to the competent authority reference number 2124215-2024-42679 for further details on the original record and report.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. No further adverse patient effects were reported.

Manufacturer narrative:
Although this record no longer meets reportable criteria as it was found as a duplicate, the following fields were updated in order to alienate the record with the established narrative: suspected medical device details. H10: related report number. H1: type of reportable event. H6: impact codes. The model and serial number of the device was provided. Review of duplicate records was performed, and a previous reported record was found. Due to this, this record is no longer reportable as it is a duplicate. Please refer to the competent authority reference number 2124215-2024-42679 for further details on the original record and report.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. Requests inquiring for the model/serial number of the system were performed, however, no additional information is available. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. Requests inquiring for the model/serial number of the system were performed, however, no additional information is available. No further adverse patient effects were reported.